Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device evaluation revealed that the drill performed according to all specifications, however the pneumatic hose assembly was torn. It is unknown how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.

Event description:
It was reported that during a surgical procedure, a tear was discovered in the hose portion of the pneumatic drill. There was no report of any oil leakage from the device. The procedure was successfully completed, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.